Event description:
It was reported that the cartridge was not fully snapped into the pump. There was no adverse impact to the customer¿s blood glucose level. The customer, following instructions from technical support, removed the case from the pump, inspected for damage, and removed an o-ring from the pneumatic tap area. After ensuring the cartridge o-ring was in place and undamaged, the customer successfully reloaded the original cartridge and resumed insulin therapy.